Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that while preparing for an endovascular procedure for inferior vena cava (ivc) filter insertion, the physician noted that the side arm of the optease vena cava filter (with the three-way stopcock attached) became loose in the package and the three-way stopcock had poked up through the inner (sterile) packaging but not through the box. The product was not clinically used in the patient. Another product was used to complete the procedure successfully. There was no reported patient injury. There was no vessel or lesion information available. No additional information is available. The product is not available for analysis. A review of the manufacturing documentation associated with lot 15104042 was performed and it was found that no issues were present during the manufacturing and inspection processes. Pouch seal fpi/lpi y monitoring were found to be correct. Maintenance records for pouch sealing machine with equipment ID (B)(4) were reviewed, and it was found that preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. The operator qualification records for pouch sealing, according to (B)(4) were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the timing or root cause of the three-way stopcock loosening in the packaging resulting in compromise of the sterile barrier. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the field indicated that while preparing for an endovascular procedure for inferior vena cava (ivc) filter insertion, the physician noted that the side arm of the optease vena cava filter (with the three-way stopcock attached) became loose in the package and the three-way stopcock had poked up through the inner (sterile) packaging but not through the box. The product was not clinically used in the patient. Another product was used to complete the procedure successfully. There was no reported patient injury. There was no vessel or lesion information available. No additional information is available.